Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal. The pt was at the hospital; it was unclear if the pt had been admitted. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.